Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823100) was implanted via ventriculoperitoneal (vp) shunt in (B)(6) 2019 with 110mmh2o. In (B)(6) 2021, magnetic resonance imaging (MRI) was performed in a regular examination, the set pressure changed from 110mmh2o to 70mmh2o. Since the set pressure did not change with the programmer, the operator performed neodymium, but it did not change from 70 mmh2o. Since there were no significant changes in symptoms or ventricles, follow-up was performed. After that, the patient's course was good. In (B)(6) 2023, the magnetic resonance imaging (MRI) examination was performed again, the set pressure was unintentionally changed from 70mmh2o to 40mmh2o . Since the ventricle became slit-like, neodymium was performed on (B)(6), but the set pressure could not be changed. It is scheduled to perform revision surgery,

Manufacturer narrative:
The hakim valve (ID: 823100) was returned for evaluation. Failure analysis - the valve was visually inspected and no defects were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was tested for programming, the valve passed the test. The valve passed the test for occlusion, leak, reflux and pressure. No root cause could be determined for the failure issue reported by the customer as the technician could not confirm any programing problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no programing issues were noted.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  g3, g6, h2, h3, h10. Additional information received. The valve was removed and replaced on (B)(6) 2023. The patient's current condition is good.

Event description:
N/a.